Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1a7rj implanted: (B)(6) 2016 explanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 31-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the ins was poor functioning and had not helped so it was removed. It was reported they patient was doing well and it helped a great deal. It was still not perfect, but certainly better than it had been. They noticed lately they were not getting any benefit. They were also back to voiding numerous times a day. They cranked the energy up near max on all the programs without benefit. The rep was there and reported either the lead was broken or the device was not working. In either case it would need to be removed and replaced. Patient was going to speak to their husband and get back to them. On (B)(6) 2018 a medical note reported that it was not functioning and they wanted it removed. Even with it in some days they do quite well and some days they will go 30 times. They were not having pain from it but its is not functioning and they would like to have it removed. In the past the patient tried myrbetriq. It made it difficult to urinate but they were on the max dose. They tried ditropan and detrol also without much benefit. Patient was setup for removal and given myrbetriq at 25 mg to try. Further recommendations to follow.